Event description:
The sales rep reported that during an acl repair that the customer's long beath pin, out of the acl disposable kit broke off when the surgeon was drilling the tunnel in the femur. The sales rep reported the it was noticed when drilling the tunnel that the drill was not advancing and starting making an unusual sound. Upon removing the drill and guide pin, it was discovered that the pin had broken. When measuring the broken pin against a newly opened same type device, it was found to be approx 30mm shorter. The sales rep reported that the 30mm of the metal guide pin was left securely within the bone and not sitting proud. The surgeon completed the procedure with another same like device and drilled a new tunnel next to the original one with no patient consequences or delay. The sales rep did not believe that the surgeon had changed his angle while drilling since the surgeon used the offset guide and used a transtibial approach. X-rays were done to ensure the pin was secure within the bone and the surgeon felt it was better to leave the pin in the bone then to widen the tunnel to attempt to remove it. The sales rep was not sure of the bone quality but reported that the patient was a female in her late (B)(6).

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that the device is worn with striation markings, the device is slightly bent in the middle, and the sharp distal tip is broken. This type of failure is typically observed with excess torque and off angle insertion as a result from the bend in the device. The pressure applied to the side of the system (not drilling in line), may possibly contribute to the failure. At this time, from the description provided, a definitive root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the customer's long beath pin, out of the acl disposable kit broke off when the surgeon was drilling the tunnel in the femur. The sales rep reported the it was noticed when drilling the tunnel that the drill was not advancing and starting making an unusual sound. Upon removing the drill and guide pin it was discovered that the pin had broken. When measuring the broken pin against a newly opened same type device it was found to be approx 30mm shorter. The sales rep reported that the 30mm of the metal guide pin was left securely within the bone and not sitting proud. The surgeon completed the procedure with another same like device and drilled a new tunnel next to the original one with no patient consequences or delay. The sales rep did not believe that the surgeon had changed his angle while drilling since the surgeon used the offset guide and used a transtibial approach. X-rays were done to ensure the pin was secure within the bone and the surgeon felt it was better to leave the pin in the bone then to widen the tunnel to attempt to remove it. The sales rep was not sure of the bone quality but reported that the patient was a female in her late 30s to early 40s.

Manufacturer narrative:
The complaint device has not been returned and no further information has been provided till date that would help in the investigation. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the customer's long beath pin, out of the acl disposable kit broke off when the surgeon was drilling the tunnel in the femur. The sales rep reported the it was noticed when drilling the tunnel that the drill was not advancing and starting making an unusual sound. Upon removing the drill and guide pin it was discovered that the pin had broken. When measuring the broken pin against a newly opened same type device it was found to be approx 30mm shorter. The sales rep reported that the 30mm of the metal guide pin was left securely within the bone and not sitting proud. The surgeon completed the procedure with another same like device and drilled a new tunnel next to the original one with no patient consequences or delay. The sales rep did not believe that the surgeon had changed his angle while drilling since the surgeon used the offset guide and used a transtibial approach. X-rays were done to ensure the pin was secure within the bone and the surgeon felt it was better to leave the pin in the bone then to widen the tunnel to attempt to remove it. The sales rep was not sure of the bone quality but reported that the patient was a female in her late 30s to early 40s.